Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopy partial gastrectomy and anastomosis to jejunm. According to the reporter, the balloon exploded. The patient was involved but not injured. Medical intervention was not required. Reintubation/recannulation not required. Surgery time not extended. Product was tested prior to use. There was no patient injury. Additional information requested but not yet received.